Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Visibility/palpability : unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Voids observed on the gel. Crease fold observed on the device. Observed 40 mm dark patch edge material inside gel device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Patient reported right side exchange from textured to smooth implants due to the patient's concerns with the product with "incredible pain, hardness" and "my breast was black at 2 weeks post op.'' Healthcare professional later reported "capsular contracture," baker grade IV. Device has been explanted and replaced.

Event description:
Patient reported right side exchange from textured to smooth implants due to the patient's concerns with the product with "incredible pain, hardness" and "my breast was black at 2 weeks post op.'' Healthcare professional later reported "capsular contracture," baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: assessment for complaint that was previously not included in evaluation. Capsular contracture: unable to observe since it is a medical event and is not related to the device.